Event description:
Per the clinic, the patient experienced lack of benefit, pain and mastoid erosion resulting in the decision to explant the device. The device was explanted (B)(6) 2015. The device has not been made available for analysis as of the date of this report, march 24, 2015.

Manufacturer narrative:
(B)(4). The device is currently unavailable.